Event description:
The device would intermittently display continuous lights with no alarms. The co svc tech inspected the device and replaced the random-access memory ic as a precautionary measure. The unit passed extended testing. It is not verified that the device failed to alarm, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.